Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), autoimmune disorder ("autoimmune symptoms") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 641429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" in 2014. The patient's past medical history included miscarriage in 2004 and d & c. Concurrent conditions included nickel sensitivity, intermenstrual bleeding, constipation, contact dermatitis, allergic rhinitis (due to pollen), overweight, uterine leiomyoma and uterine cervical metaplasia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and rash ("rashes"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain"), depression ("depression"), feeling abnormal ("brain fog"), amnesia ("short term memory loss"), memory impairment ("forgetfulness"), constipation ("constipation") and loss of libido ("loss of libido"). In 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss") and vision blurred ("blurry vision"). In 2014, the patient experienced adenomyosis ("adenomyosis"), nephrolithiasis ("kidney stone"), cholelithiasis ("gallstones"), ovarian cyst ("ovarian cysts, cysts on fallopian tubes"), food allergy ("food sensitivity") and weight abnormal ("weight gain/loss"). In 2015, the patient experienced urinary incontinence ("urinary incontinence after hysterectomy"). On an unknown date, the patient experienced premenstrual syndrome ("pms"). The patient was treated with bupropion (wellbutrin), bupropion, fluoxetine hydrochloride (prozac) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and rash had resolved and the autoimmune disorder, genital haemorrhage, depression, feeling abnormal, amnesia, memory impairment, alopecia, premenstrual syndrome, constipation, urinary incontinence, adenomyosis, nephrolithiasis, cholelithiasis, vision blurred, ovarian cyst, loss of libido, food allergy and weight abnormal outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, amnesia, autoimmune disorder, cholelithiasis, constipation, depression, feeling abnormal, food allergy, genital haemorrhage, loss of libido, memory impairment, nephrolithiasis, ovarian cyst, pelvic pain, premenstrual syndrome, rash, urinary incontinence, vision blurred and weight abnormal to be related to essure. The reporter commented: current weight: (B)(6). Insertion details: the left tubal os was visualized, catheterized and an essure device was deployed with 4 coils visible extruding form the as. The right tubal as was visualized, catheterized and an essure device was deployed with 4 coils visible extruding from the os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Mammogram - on (B)(6) 2014: mass in left breast is benign. Ultrasound scan - on an unknown date: gallstones, kidney stone, left paraovarian cyst physician checked my thyroid levels and did extensive testing due to a lot of my symptoms being similar to those of hyperthyroidism, but it has never been confirmed. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain, premenstrual syndrome, adenomyosis, nephrolithiasis, cholelithiasis and via social media: abdominal pain, feeling abnormal, alopecia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case is incident. Reporter information was added. This case concerns 41 year old patient. Her demographics were added. Her historical and concurrent conditions were added. Lab data was added. Essure indication was added. Essure insertion and removal date were added. Essure lot number was added. Treatment medications were added. Per plaintiff fact sheet following event severe and permanent injuries was updated to more specified events: severe and persistent pelvic pain, abnormal bleeding, severe and persistent abdominal pain; rashes; depression; brain fog; short term memory loss; forgetfulness; hair loss; pms (premenstrual syndrome), autoimmune symptoms; constipation; urinary incontinence after hysterectomy, adenomyosis, kidney stone, gallstones, blurry vision; ovarian cysts, cysts on fallopian tubes; loss of libido, food sensitivity, weight gain and plaintiff did not underwent for essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), autoimmune disorder ("autoimmune symptoms") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure (batch no. 641429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" in 2014. The patient's past medical history included miscarriage in 2004 and d & c. Concurrent conditions included nickel sensitivity, intermenstrual bleeding, constipation, contact dermatitis, allergic rhinitis (due to pollen), overweight, uterine leiomyoma and uterine cervical squamous metaplasia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and rash ("rashes"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain"), depression ("depression"), feeling abnormal ("brain fog"), amnesia ("short term memory loss"), memory impairment ("forgetfulness"), constipation ("constipation") and loss of libido ("loss of libido"). In 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss") and vision blurred ("blurry vision"). In 2014, the patient experienced adenomyosis ("adenomyosis"), nephrolithiasis ("kidney stone"), cholelithiasis ("gallstones"), ovarian cyst ("ovarian cysts"), food allergy ("food sensitivity") and weight abnormal ("weight gain/loss"). In 2015, the patient experienced urinary incontinence ("urinary incontinence after hysterectomy"). On an unknown date, the patient experienced premenstrual syndrome ("pms") and fallopian tube cyst ("cysts on fallopian tubes"). The patient was treated with bupropion (wellbutrin), bupropion, fluoxetine hydrochloride (prozac) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and rash had resolved and the autoimmune disorder, genital haemorrhage, depression, feeling abnormal, amnesia, memory impairment, alopecia, premenstrual syndrome, constipation, urinary incontinence, adenomyosis, nephrolithiasis, cholelithiasis, vision blurred, ovarian cyst, loss of libido, food allergy, weight abnormal and fallopian tube cyst outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, amnesia, autoimmune disorder, cholelithiasis, constipation, depression, fallopian tube cyst, feeling abnormal, food allergy, genital haemorrhage, loss of libido, memory impairment, nephrolithiasis, ovarian cyst, pelvic pain, premenstrual syndrome, rash, urinary incontinence, vision blurred and weight abnormal to be related to essure. The reporter commented: current weight: 185 lbs. Insertion details: the left tubal os was visualized, catheterized and an essure device was deployed with 4 coils visible extruding form the as. The right tubal as was visualized, catheterized and an essure device was deployed with 4 coils visible extruding from the os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Mammogram - on (B)(6) 2014: mass in left breast is benign. Ultrasound scan - on an unknown date: gallstones, kidney stone, left paraovarian cyst physician checked my thyroid levels and did extensive testing due to a lot of my symptoms being similar to those of hyperthyroidism, but it has never been confirmed. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain, premenstrual syndrome, adenomyosis, nephrolithiasis, cholelithiasis and via social media: abdominal pain, feeling abnormal, alopecia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: coding correction: event ovarian cysts, cysts on fallopian tubes with meddra llt ovarian cyst split in to 1. Ovarian cysts with meddra llt ovarian cyst and 2. Cysts on fallopian tubes with meddra llt fallopian tube cyst. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in a 41-year-old female patient who had essure (batch no. 641429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" in 2014. The patient's medical history included miscarriage in 2004, d & c, pharyngitis, muscle spasms and premenstrual tension. Physician checked my thyroid levels and did extensive testing due to a lot of my symptoms being similar to those of hyperthyroidism, but it has never been confirmed. Concurrent conditions included nickel sensitivity, intermenstrual bleeding, constipation, contact dermatitis, allergic rhinitis (due to pollen), overweight, uterine leiomyoma, uterine cervical squamous metaplasia, nickel sensitivity, abdominal discomfort, bloating, blurry vision, paraovarian cyst, eczema, fatigue and forgetfulness. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage ("abnormal bleeding") and rash ("rashes"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain"), depression ("depression"), feeling abnormal ("brain fog"), amnesia ("short term memory loss"), memory impairment ("forgetfulness"), constipation ("constipation") and loss of libido ("loss of libido"). In 2013, the patient experienced autoimmune disorder ("autoimmune symptoms"), alopecia ("hair loss") and vision blurred ("blurry vision"). In 2014, the patient experienced adenomyosis ("adenomyosis"), nephrolithiasis ("kidney stone"), cholelithiasis ("gallstones"), ovarian cyst ("ovarian cysts") and food allergy ("food sensitivity") and was found to have weight abnormal ("weight gain/loss"). In 2015, the patient experienced urinary incontinence ("urinary incontinence after hysterectomy"). On an unknown date, the patient experienced premenstrual syndrome ("pms"), fallopian tube cyst ("cysts on fallopian tubes") and influenza ("flu"). The patient was treated with bupropion, bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain and rash had resolved and the autoimmune disorder, genital haemorrhage, depression, feeling abnormal, amnesia, memory impairment, alopecia, premenstrual syndrome, constipation, urinary incontinence, adenomyosis, nephrolithiasis, cholelithiasis, vision blurred, ovarian cyst, loss of libido, food allergy, weight abnormal, fallopian tube cyst and influenza outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, amnesia, autoimmune disorder, cholelithiasis, constipation, depression, fallopian tube cyst, feeling abnormal, food allergy, genital haemorrhage, influenza, loss of libido, memory impairment, nephrolithiasis, ovarian cyst, pelvic pain, premenstrual syndrome, rash, urinary incontinence, vision blurred and weight abnormal to be related to essure. The reporter commented: current weight: 185 lbs. Insertion details: the left tubal os was visualized, catheterized and an essure device was deployed with 4 coils visible extruding form the as. The right tubal as was visualized, catheterized and an essure device was deployed with 4 coils visible extruding from the os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Mammogram - on (B)(6) 2014: results: mass in left breast is benign. Ultrasound scan - on an unknown date: results: gallstones, kidney stone, left paraovarian cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain, premenstrual syndrome, adenomyosis, nephrolithiasis, cholelithiasis and via social media: abdominal pain, feeling abnormal, alopecia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event flu was added. Events of genital haemorrhage and autoimmune disorder downgraded to non-serious. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in a 41-year-old female patient who had essure (batch no. 641429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" in 2014. The patient's medical history included miscarriage in 2004, d & c, pharyngitis, muscle spasms and premenstrual tension. Physician checked my thyroid levels and did extensive testing due to a lot of my symptoms being similar to those of hyperthyroidism, but it has never been confirmed. Concurrent conditions included nickel sensitivity, intermenstrual bleeding, constipation, contact dermatitis, allergic rhinitis (due to pollen), overweight, uterine leiomyoma, uterine cervical squamous metaplasia, nickel sensitivity, abdominal discomfort, bloating, blurry vision, paraovarian cyst, eczema, fatigue and forgetfulness. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage ("abnormal bleeding") and rash ("rashes"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain"), depression ("depression"), feeling abnormal ("brain fog"), amnesia ("short term memory loss"), memory impairment ("forgetfulness"), constipation ("constipation") and loss of libido ("loss of libido"). In 2013, the patient experienced autoimmune disorder ("autoimmune symptoms"), alopecia ("hair loss") and vision blurred ("blurry vision"). In 2014, the patient experienced adenomyosis ("adenomyosis"), nephrolithiasis ("kidney stone"), cholelithiasis ("gallstones"), ovarian cyst ("ovarian cysts") and food allergy ("food sensitivity") and was found to have weight abnormal ("weight gain/loss"). In 2015, the patient experienced urinary incontinence ("urinary incontinence after hysterectomy"). On an unknown date, the patient experienced premenstrual syndrome ("pms"), fallopian tube cyst ("cysts on fallopian tubes") and influenza ("flu"). The patient was treated with bupropion, bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain and rash had resolved and the autoimmune disorder, genital haemorrhage, depression, feeling abnormal, amnesia, memory impairment, alopecia, premenstrual syndrome, constipation, urinary incontinence, adenomyosis, nephrolithiasis, cholelithiasis, vision blurred, ovarian cyst, loss of libido, food allergy, weight abnormal, fallopian tube cyst and influenza outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, amnesia, autoimmune disorder, cholelithiasis, constipation, depression, fallopian tube cyst, feeling abnormal, food allergy, genital haemorrhage, influenza, loss of libido, memory impairment, nephrolithiasis, ovarian cyst, pelvic pain, premenstrual syndrome, rash, urinary incontinence, vision blurred and weight abnormal to be related to essure. The reporter commented: current weight: 185 lbs. Insertion details: the left tubal os was visualized, catheterized and an essure device was deployed with 4 coils visible extruding form the as. The right tubal as was visualized, catheterized and an essure device was deployed with 4 coils visible extruding from the os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Mammogram - on (B)(6) 2014: results: mass in left breast is benign. Ultrasound scan - on an unknown date: results: gallstones, kidney stone, left paraovarian cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain, premenstrual syndrome, adenomyosis, nephrolithiasis, cholelithiasis and via social media: abdominal pain, feeling abnormal, alopecia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.